Event description:
It was reported that patients battery site was not healing well. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device will not be returned. No further information has been obtained.